Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculation determined that this device did meet expected longevity. However, the elective replacement indicator (eri) to end of life (eol) interval was less than 90 days. Pacing, sensing, and shocking functions were verified per bench top testing. Pacing and shocking impedance measurements as recorded by the programmer were within normal range. A review of device memory revealed that the device declared eri after experiencing two charge times greater than the charge time limit. Eol was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory.